Event description:
The account reported the brake caster was not functioning. The bed was located in the hca warehouse at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake was not holding and the brake caster supports were broken most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011, 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake caster support to resolve the issue. Based on this information, no further action is required.